Manufacturer narrative:
(B)(4). The device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: preventive replacement of o-rings performed, motor does not turn: motor replaced, short circuit in the motor cable - motor cable replaced, defective o-rings replaced unit cleaned, functional test performed, functional test , test procedure completed, safety test checklist enclosed, electrical safety test, test completed. A review of lot/batch history for this product complaint is not possible since the handpiece body which has the serial number etched was replaced during earlier service of the device. Thus the original serial number cannot be retrieved. Further, a review into the depuy synthes mitek complaints system revealed two similar complaints for this serialized device. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that before an unspecified surgical procedure, it was observed that the device did not work. During service and evaluation, it was determined that there was short circuit in the motor cable on the device. It was reported that another product of the same type has been used to complete the procedure without delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.